Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument but could not reproduce a leak from the reagent probe. However, the fse disassembled the collar wash valve and observed rust on the valve piston. The fse attributed rust on the valve piston, causing the valve to stick intermittently as the failure mode of the leak. (B)(4).

Event description:
The customer reported a leak from reagent probe a from the unicel dxc 600i synchron access clinical system. The customer stated observing the leak, consisting of water and wash solution, when performing calibrations and testing quality control (qc) material. The leak was not contained to the instrument. The operator was wearing gloves and a lab coat and there was no report of direct contact to the leak. Erroneous results were not generated in connection with this event.